Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to remove the gripper line and gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The first clip was implanted successfully, reducing mr to 3. To further reduce mr, a second mitraclip delivery system (cds) was advanced, after the leaflets were successfully grasped, when closing the clip, the user did a hard stop (overtightening) of the arm positioner. When establishing gripper line (gl) removability, the gl would not floss. An attempt was made to open the clip but the clip would not open to 60 degrees. The lock line was intentionally pulled past the blue indicator and this time the clip opened to 60 degrees. The clip was re-closed and the gl flossed successfully. The clip was deployed. When attempting to remove the gl only one end of the gl was exposed, resistance was felt and the gl broke. The clip remained secure on the leaflets. The cds was removed and the two ends of the gl could be seen coming out of the steerable guide catheter (sgc); which was successfully removed. No portion of the gl remained in the patient. A total of two clips were implanted, reducing mr to 1+. The patient is stable. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip instructions for use (IFU)warns the user to not use excessive force to close the clip further than is necessary. All available information was investigated and the reported difficulty opening the clip appears to be related to the user error of closing the clip tightly. Gripper line flossing was possibly a result of the user error; however, a definitive cause of the inability to remove the gripper line could not be confirmed. The reported gripper line break was likely a secondary effect of inability to remove the gripper line. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.